Event description:
It was reported that a patient was implanted with a prodisc l device. It was found that the superior endplate had moved and that the level was kyphotic. An implant removal occurred on (B)(6) 2025.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device. It was found that the superior endplate had moved and that the level was kyphotic. An implant removal occurred on (B)(6) 2025. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery therefore no device evaluation could be completed. Additionally, no imaging was provided. It was verbally reported that the superior endplate had migrated and that the level was kyphotic. There were no anomalies identified during the complaint investigation. The removal was completed due to implant endplate migration. This report is for 2 of 3 devices involved in this event.